Manufacturer narrative:
(B)(4). Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test, and force sensor test sleep current measurement and active current measurement within specifications. Low battery alarm and power loss alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board insulin pump was monitored and functioned properly. Unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label, and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a power error detected alarm. The customer¿s blood glucose level was 162 mg/dl. Troubleshoot was performed for power error detected. The insulin pump was returned for analysis.